Manufacturer narrative:
Patient city - (B)(6)..

Event description:
Reference number (B)(4). Event occurred in the united states it was reported on 07-jul-2024 that patient encountered unknown issues with the infusion set either prior to use, during use or upon removal which leds to high blood glucose level and diabetic ketoacidosis. No further information available.